Manufacturer narrative:
Block h6: imdrf device code a020504 captures the reportable event of a pinhole in packaging.

Event description:
It was reported to boston scientific that a capio slim was used during a sacrospinous ligament fixation procedure performed on (B)(6) for the treatment of pelvic organ prolapse. During the procedure, a pinhole was found in capio packaging. A new capio was opened to prevent the use of non-sterile capio. A photo of the package was provided, showing the pinhole in capio packaging. There were no patient complications as a result of the event. The procedure was completed with another capio slim.